Manufacturer narrative:
One imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual inspection of the as returned product identified damage at the implant drive feature and the fractured hex of the mount is seized in the implant hex. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and was removed the same day. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1226101. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226101) for similar event and 1 other complaint was identified under (B)(4). Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K101880.

Event description:
It was reported that after placing the implant, the mount fractured inside of the implant. The implant was removed due to the fracture and another implant was placed instead. Tooth #30.